Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 305 mg/dl. Dexcom g7 sensor displayed 156 mg/dl and a contemporaneous fingerstick measured 122 mg/dl using expired test strips. The user was advised on site, leak, and infusion-set checks and general monitoring, and to rely on sensor data and symptoms given the expired strips. Symptoms included hyperglycemia, headache, and foot pain. Outcomes included transient impact on daily activities due to elevated glucose. Investigation included user troubleshooting and education on infusion site assessment, insulin leak detection, and monitoring practices. Investigation of this case revealed that expired blood glucose test strips likely produced inaccurate fingerstick values, while no device malfunction was identified with the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was unclear hyperglycemia with contributory user technique or ancillary product issues rather than a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.